Manufacturer narrative:
The reported events of premature separation and failure to align tethers were confirmed. As received, a catheter was returned without the device attached. Visual inspection of the catheter found the control knob was in misaligned position and the bullets were found in misaligned position. X-ray examination found the release tether wire slipped inside the tether screw as received, which could have contributed to the reported events of premature separation and failure to align reported in the field. Functional test could not be performed due to as received condition of the catheter.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the catheter after the lp was fixated. Once removed from the body, it was noted the catheter tethers were inappropriately misaligned. The lp was left implanted. There were no patient consequences.